Event description:
An injection port detector failed to locate the injection port of a tissue expander; therefore, the surgeon inadvertently punctured the device causing deflation. The device was removed.